Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type h3: analysis of the 97745nt intellis controller (s/n (B)(6) ) revealed that no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis was performed on returned device.

Event description:
Additional information was received from a patient (pt). Pt stated that they have not met with a physician regarding the current situation due to appointment not available for 3 months. The issue was not resolved but the patient had adjusted the stimulation level down to 5.0. The patient stated that the controller kept shutting off like a light turning off. The pt need to keep an eye on the controller all the time when they are charging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient stated about 3 days ago their back started hurting so checked stimulator and saw a message that the controller battery was empty and needed to be recharged. Patient stated the controller won't take a charge and has tried to charge and keeps coming up with a battery empty message. Patient said he tried resetting controller several times and tried aa batteries but that didn't resolve the issue nor did the controller power back on at all. Patient service specialist had patient remove battery pack and plug controller into the wall without battery pack. Patient confirmed the controller did not power on. Patient tried another outlet and confirmed the ac power box did not have a green light and controller would not power on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller and the ac power supply. Pt called back and repeated information from this case. Pt noted they received replacement controller but still had therapy issue. Pt mentioned back is hurting and affects their legs and how they walk. Pt stated they feel no stimulation at all and can normally feel shock. Pt confirmed controller and implant does charge to 100%. Agent had pt start a charge session and saw 60% implant charging excellent. Agent confirmed stimulation is on. Pt stated they have turned up intensities but issues persisted. Agent reviewed the external equipment was functioning as intended. Agent suggested the pt follow up with their hcp.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6). Product type product ID 97745ac lot# serial# unknown. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6). UDI#: (B)(4). B3: event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.